Event description:
The following was reported by the attorney for the patient: (B)(6), 2009 - the patient underwent repair of an incisional hernia with composix kugel. (B)(6), 2011 - the patient underwent revisionary surgery, after the patient was admitted to hospital in critical condition. The patient had perforated bowel and underwent bowel resection surgery. The attorney alleges the patient has suffered severe and permanent injuries to her body, nerves and nervous system, and has endured extreme physical pain and will in the future. The patient has been unable to perform her usual activities.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney reported the patient underwent incisional hernia repair with composix kugel on (B)(4) 2009. Six months post implant the patient started to experience abdominal pain. On (B)(4) 2011 the patient underwent revisionary surgery and allegedly had a perforated bowel and underwent bowel resection surgery. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided at this time nor product identifiers therefore a manufacturing review is not possible. Without additional information, no conclusion can be drawn.